Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon catheter failed to deflate at mca ( middle cerebral artery) bifurcation. The physician replaced it with a new balloon catheter and completed the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the balloon catheter failed to deflate at mca ( middle cerebral artery) bifurcation. The physician replaced it with a new balloon catheter and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that there were no anomalies noted. During functional testing, the balloon passed the inflation/deflation test. Based on the analysis results the reported event was not confirmed, but information available indicated that the balloon was inflated and deflated fine during the preparation, but the device was not deflating during the procedure. It is possible that an incorrect deflation technique was used or the saline - contrast mixture was too thick hindering the device deflation; this however cannot be conclusively determined. Based on the investigation results and available information, an assignable cause of procedural factors during use will be assigned to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during the procedure, the balloon catheter failed to deflate at mca (middle cerebral artery) bifurcation. The physician replaced it with a new balloon catheter and completed the procedure successfully without clinical consequences to the patient.